Event description:
It was reported that the pt had his device removed and replaced because "both cylinders broke, they weren't rigid at all".

Manufacturer narrative:
The analysis results indicate one cylinder had a hole in the outer silicone layer that appears to be the result of a sharp instrument and is considered to be operating room damage. Both cylinders perform as intended. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.